Event description:
Event description guidant received information that the monitoring voltage on this cardiac resynchronization therapy defibrillator (crt-d) was out-of-specification. As a result, the device was not used and will be returned to guidant for analysis.